Event description:
Dr. Placed asorted instruments in two steri instrument containers for sterilization in a chemiclave. The containers melted, sealing the instruments in plastic. The instruments were not salvagable and were returned to us for credit or replacement - potential sharp hazard.